Manufacturer narrative:
Philips service replaced the fru flex-pc ep/hd, reloaded the os and application, restoring the system and returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc failed to boot, causing the system to timeout at 00:00 on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.